Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user contacted support because the pump did not provide audible alerts for high blood glucose while the sensor showed brief notifications and a contemporaneous blood glucose of 243 mg/dl; alerts were set to medium, the user could hear tones on the volume page, alerts were then set to high, and the user also relied on a mobile cgm app set to alert at 250 mg/dl. Symptoms included hyperglycemia without reported injury. Outcomes included stabilization of glucose later the same day and no need for medical intervention. Investigation included review of pump alert settings, verification of audible tones, and user education regarding the pump¿s high alert threshold and duration criteria and its low glucose alert behavior. Investigation of this case revealed that the pump was functioning as designed with no active high alert because the device alerts for high glucose at a higher threshold and duration than the user¿s concurrent app setting, and transient sensor connection issues were resolved prior to the call. It was concluded, based on previously established findings for similar reports, that user expectation and settings alignment were the likely causes rather than a device malfunction.